Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/26/2018 that the display device showed a low transmitter battery error on (B)(6) 2018. The reported low transmitter battery was not confirmed. The data was received for evaluation. This complaint was upgraded to reportable status based on discovery of a transmitter failure via data . The probable cause was determined to be a transmitter timer not advancing. No additional patient or event information is available.